Manufacturer narrative:
A steris service technician inspected the washer and found one screw was missing from the control assembly as it had come loose and had fallen onto nearby flooring. The technician re-installed the screw to secure the control assembly in place and returned unit to service. The technician could not duplicate the door obstruction alarm noted by the operator. No further issues have been reported with this equipment. The operator was attempting to clear the washer alarm by placing the unit in standby mode however the operator manual states: "door obstruction - press alarm reply touch pad to silence buzzer. Once the door is open, remove obstruction at bottom of wash chamber door." The use of the standby function is required when the unit needs to be shut down after the last cycle of the day or when the washer is not in use for an extended amount of time; this function is not intended to resolve washer alarms. Steris completed in-service training on (B)(4) 2011 regarding the proper use and operation of the equipment.

Event description:
The user facility reported that when an operator opened the right side panel to access the control assembly and resolve a washer alarm, the assembly came down and hit her on the forehead. She received a laceration on her head and went to the facility emergency room where she received stitches. The operator returned to work the following day and the user facility reports she is fine with no sustaining injuries.